Event description:
It was reported that the port was inserted subclavian in 11/2004. A month later, during access, it was determined that the catheter had separated from the port. As a result, surgical intervention was required to remove the port and catheter. There were no associated pt complications.